Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a posterior capsule tear occurred during implantation of the light adjustable lens (lal, sn (B)(6), +21.5d) in the capsular bag on (B)(6) 2025. The surgeon elected to leave the lens in the capsular bag. During a postoperative examination on (B)(6) 2025, the lens was observed to be dislocated. On (B)(6) 2025, a secondary procedure was attempted to reposition the lens into the ciliary sulcus. During the procedure to reposition the lens, the haptic broke. The lens was explanted, a vitrectomy was performed, and another lal (sn (B)(6), +22.5d) was implanted in the sulcus as a replacement. During a postoperative exam, the treating physician noted that the patient's intraocular pressure was elevated and the lal had dislocated again. Subsequently, the patient was scheduled for the yamane procedure to reposition the lens.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Updates to sections b5 and h6.

Event description:
An additional procedure was successfully performed to reposition the lens via the yamane technique.